Manufacturer narrative:
The device is not available for analysis at present. A conclusion about the clinical observation is not possible at this time. The case is thus closed. The investigation will be continued if we have new information available to us.

Event description:
Ous MDR - after an implantation period of approximately 45 months, it was reported that the device indicated eri via home monitoring. During a recently proceeded follow up a remaining battery capacity of 50 percent was confirmed. The manufacturer advised to have the device explanted. At the moment, biotronik has no further details with regard to a revision procedure. Should additional information become available this file will be updated.